Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 15 mg/dl. Customer¿s other blood glucose was 157 mg/dl, 67 mg/dl. Customer also stated that they were experienced high blood glucose. Troubleshooting was done for low blood glucose and over delivery. Troubleshooting was done for high blood glucose and over delivery. Customer stated that insulin pump received sensor signal not found. Customer was using auto mode. The insulin pump will not be returned for analysis.